Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold resulting in loss of capture at high outputs. Additionally, the pacemaker exhibited high capture threshold and was noted to have blood clot on the device header during the procedure. The pacemaker was explanted and replaced while the rv lead remained implanted. The patient was in stable condition.